Manufacturer narrative:
Device use: the device was not in clinical use at the time of the reported event.

Manufacturer narrative:
G5:510(k)#: k102985. B4:25aug2021. No repairs were completed by the field service engineer as the customer declined service and repair. No parts were replaced.

Event description:
The customer called into technical support (ts) reporting the device automatically restarts. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer stated that device was being set up for use when issue occurred and that the device did not come in contact with a patient. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was found that the battery was defective causing the system to restart.